Event description:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ("pelvic pain contraction-like") and bradycardia ("bradycardia") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bradycardia (seriousness criterion medically significant), back pain ("lumbar pain"), neck pain ("neck pain"), arthralgia ("arthralgia"), headache ("headaches"), myalgia ("muscle pain"), memory impairment ("memory disorder"), dizziness ("feeling of dizziness with malaise and fall"), malaise ("malaise"), fall ("fall"), dyspareunia ("dyspareunia"), abdominal distension ("ballooning"), tinnitus ("tinnitus"), asthenia ("asthenia"), insomnia ("insomnia"), tendonitis ("tendinitis") and dysgeusia ("bad taste in mouth"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, bradycardia, back pain, neck pain, arthralgia, headache, myalgia, memory impairment, dizziness, malaise, fall, dyspareunia, abdominal distension, tinnitus, asthenia, insomnia, tendonitis and dysgeusia outcome was unknown. The reporter provided no causality assessment for abdominal distension, arthralgia, asthenia, back pain, bradycardia, dizziness, dysgeusia, dyspareunia, fall, headache, insomnia, malaise, memory impairment, myalgia, neck pain, pelvic pain, tendonitis and tinnitus with essure. We received a returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ("pelvic pain contraction-like") and bradycardia ("bradycardia") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6)2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bradycardia (seriousness criterion medically significant), back pain ("lumbar pain"), neck pain ("neck pain"), arthralgia ("arthralgia"), headache ("headaches"), myalgia ("muscle pain"), memory impairment ("memory disorder"), dizziness ("feeling of dizziness with malaise and fall"), malaise ("malaise"), fall ("fall"), dyspareunia ("dyspareunia"), abdominal distension ("ballooning"), tinnitus ("tinnitus"), asthenia ("asthenia"), insomnia ("insomnia"), tendonitis ("tendinitis") and dysgeusia ("bad taste in mouth"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, bradycardia, back pain, neck pain, arthralgia, headache, myalgia, memory impairment, dizziness, malaise, fall, dyspareunia, abdominal distension, tinnitus, asthenia, insomnia, tendonitis and dysgeusia outcome was unknown. The reporter provided no causality assessment for abdominal distension, arthralgia, asthenia, back pain, bradycardia, dizziness, dysgeusia, dyspareunia, fall, headache, insomnia, malaise, memory impairment, myalgia, neck pain, pelvic pain, tendonitis and tinnitus with essure. Most recent follow-up information incorporated above includes: on 19-mar-2019: the case will be deleted from bayer pv database. Nullification reason: it was confirmed that this case was a duplicate of (B)(4) (bfr(B)(4)) we received a returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.